Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: two photos were submitted by the customer. The customer complaint of tubing kinked could be verified based on the pictured submitted by the customer. A device history record review for model mz5309 lot number 21115083 was performed. The search showed that a total of (B)(4) in 1 lot number was built on (B)(6) 2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue seen in the photos could not be determined due to no physical sample being submitted for evaluation. The probable cause for the kink seen in the tubing is that the slide clamp was activated on the tubing prior to the end user opening the packaging. This condition may cause for the tubing to appear kinked. Preventative measures and a quality alert were carried out at the engineering level in order to address the issue. This incident has been added to our database of reported incidents.

Event description:
It was reported that the bd maxzero¿ extension set experienced kinking. The following information was provided by the initial reporter: that the tubing kinked.